Manufacturer narrative:
Investigation: due to the circumstances that no device is available an investigation is not possible. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: we could not determine a definitive root cause for this failure because an investigation was not possible. The most probably root cause for this failure is that the instrument was overloaded during the procedure corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the surgeon while repairing a screw with the driver device heard an abnormal noise and discovered that the working end of the driver was broke. The broken tip of the working end was located in the screw head. The broken tip could not be removed. Therefore, the surgeon used an instrument to remove the screw and finished the procedure by using the same size. No harm to the patient was reported and no fragments in the body of the patient was reported.